Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had an intraocular lens (iol) explant due to residual hyperopia and residual astigmatism in the right eye. The patient symptoms were noticed on (B)(6) 2018 and noted to be a decrease of vision. The patient was doing excellent post replacement when discharged. Incision enlargement, vitrectomy and sutures were not required. Replacement lens was a tecnis toric zct150 18.0 diopter. Visual acuity pre-op (pre-initial implant): 20/400; visual acuity post-op (post-initial implant): 20/70; visual acuity post-op (post-replacement): 20/30. There was no treatment or prescription given by the doctor outside of the normal post-operative treatment. No additional information was provided to johnson and johnson surgical vision, inc.